Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 38181214 and lot number 5115211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This MDR relates to the reported needle defect. It was reported that the change in the jelco model, specifically the bd insyte autoguard, nursing technicians have reported significant difficulties in inserting the device into the patient's skin. Many point out that the needle tends to come out easily shortly after insertion and in some cases, it is necessary to reinsert it, but this has proven challenging, as it presents resistance during the process, contributing to the loss of the route. When removing the device, it is observed that the tip of the catheter is bent and the polyurethane transfixed, compromising its integrity. Additional information received on 17/10/2025. Is there any patient impact, if yes, please explain in detail? A: yes, repuncture is required. Additional information received on 17/10/2025. Quantity with deviation: we have received two technical complaints related to this material. The batch remains in use. We do not have samples of material with deviation. Further information can be found in the investigation report sent previously.